Manufacturer narrative:
Device evaluated by MFR: one device was received in two segments with its original pouch. After visual inspection before decontamination process, device presents the body bent. Visual inspection was performed. The device returned in two sections: the part#1 (proximal); and part #2 (distal) is kinked and bent along the body. Measurements were taken with a ruler. Dimensional inspection was done and all of them are according to specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. The returned device was sent for external analysis ((B)(4)) to determine the fracture failure mode. The (B)(4) returned the following results: failure occurred due to a fatigue event in a bending moment followed by a final tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a guide wire fracture occurred. The target lesion is located in the left anterior descending artery. A 3.5 x 15 mm quantum apex mr balloon catheter was advanced over the choice pt es guide wire and the balloon was inflated to dilate the lesion. As they were withdrawing the catheter, it was noted that the choice pt es guide wire was fractured about 12-14 inches from the end part. The procedure was completed with another choice pt es guide wire. No complications were reported and the patient's status was fine.

Event description:
It was reported that during a coronary stenting treatment procedure, a guide wire fracture occurred. The target lesion is located in the left anterior descending artery. A 3.5 x 15 mm quantum apex mr balloon catheter was advanced over the choice pt es guide wire and the balloon was inflated to dilate the lesion. As they were withdrawing the catheter, it was noted that the choice pt es guide wire was fractured about 12-14 inches from the end part. The procedure was completed with another choice pt es guide wire. No complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).